Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that they were seeing an elective replacement indicator message which they were able to bypass, but then it was followed by an end of service message. There was an allegation of dissatisfaction with longevity as the implantable neurostimulator had just been replaced about two years prior to the report. The patient was redirected to their physician to schedule a replacement surgery. There were no patient symptoms or complications reported.